Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be observed. Lens received in a sample container. Solution is dried on the iol (intraocular lens). The haptics are adhered to the optic edge in a folded position. The haptics were released to allow for dimensional inspection. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge returned. The product investigation could not identify the root cause for the reported complaint lens got stuck in injector as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. We are unable to verify if the iol contributed to the event. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the lens got stuck in the injector. The procedure was completed on same day. There was no patient harm. Required minimum dataset provided, no further information will be provided.